Event description:
The facility reported to baxter a colleague pump that encountered channel c failure. A pt had come from surgery and was set-up with an infusion using a colleague pump. The device was infusing for one hour on channel c when the failure occurred. After one hour of being in the "on state", an alarm sounded and channel stopped working. The nurse stopped therapy on channel c and switched the tubing to a different channel and resumed the infusion. No additional info was provided regarding any pt injury or medical intervention associated with this event.

Manufacturer narrative:
Eval summary: the reported condition of a pump with a channel c failure was confirmed but not reproduced during product eval. Inspection of the pump found failure code 810:11 in the event history on channel c. Failure code 810:11 on channel c was due to the air in line sensor values being out of range. The pump head module, which contains the air in line printed circuit board, was replaced to fix the reported condition. The pump was tested per procedure and returned to the facility within specification.